Event description:
Information received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician isolated the issue to damage on the nurse call cable. He replaced the cable to repair the bed.